Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 876 mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 55-65 mg/dl and the meter bg reading was a value displayed as "high." The customer was transported via ambulance to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 6/2/2022 with the issue resolved. Customer was unsure if any permanent damage was sustained; however, healthcare provider was monitoring heart rate and thyroid. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.